Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Pt said the remote does not work and is not currently using the scs. Tss asked caller to clarify and caller states pt may have reported that the remote "does not charge" and pt may have mentioned something about "it shocking her too many times in the middle of the night and it woke her up" so pt stopped using the scs. Caller was not with pt at time of call for clarification.